Event description:
It was reported that the patient was hospitalized after due to falling and experienced gait and speech problems. It was noted that the symptoms were a pre-existing condition that was worsening. The patient underwent rehabilitation therapy and recovered without sequelae on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported confirmed that the symptoms were due to natural disease progression and not device related. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product typ extension product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), product typ extension product ID 3387s-40, lot# v284003, implanted: 2010-(B)(6), product typ lead product ID 3387s-40, lot# v779204, implanted: 2011-(B)(6), product typ lead.